Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received by case management. Review of clinic notes dated (B)(6) 2011 revealed that the pt was experiencing somnolence and clinic notes dated (B)(6) 2011 state that the pt was being sent to a sleep study because she was experiencing sleep apnea. Clinic notes dated (B)(6) 2011 state that diagnostics showed that the generator was at end of life and the pt is being referred for battery replacement. Additional information regarding the pt's sleep apnea has been requested from the physician; however no additional information has been received. Battery replacement surgery is likely soon but has not been scheduled yet. When additional information is received, it will be reported.